Event description:
Reporter states that he had a spinal fixation device implanted on (B)(6) 2017. 5 days later, he began to have pain in his back radiating to left leg. The pain was accompanied with numbness of his left leg. (B)(6) 2018, he underwent a second surgery to have a second spinal fixation device due to the first one breaking and coming loose. He still experiences pain and numbness.